Event description:
Between late summer approximately a year and a half years ago and early this year- a span of about 17 months, four healthy patients developed delayed deep spinal implant infection at least two years after undergoing spinal instrumentation and fusion. All patients were treated with the same implant system. This is a preliminary report, so we have not done a formal statistical analysis calculating what percentage these four patients represent compared to all patients undergoing surgery with this implant system at our institution, but a rough estimate would be approximately (B)(4). This is much higher than the published infection rate which has been reported at approximately 2- 5%. We have not done a formal analysis, but to my best knowledge, colleagues performing identical surgery with a different implant system have not had any infections. However, informal correspondence with colleagues suggests that similar observations/concerns have been noted at another institution. Medwatch forms regarding the device have previously been submitted by the other institution.

Event description:
Between late summer approximately a year and a half years ago and early this year- a span of about 17 months, four healthy patients developed delayed deep spinal implant infection at least two years after undergoing spinal instrumentation and fusion. All patients were treated with the same implant system (stainless steel (legacy comes in titanium/cobalt chrome as well but no problem identified with these metals). This is a preliminary report, so we have not done a formal statistical analysis calculating what percentage these four patients represent compared to all patients undergoing surgery with this implant system at our institution, but a rough estimate would be approximately (B)(4). This is much higher than the published infection rate which has been reported at approximately 2-5%. We have not done a formal analysis, but to my best knowledge, colleagues performing identical surgery with a different implant system have not had any infections. However, informal correspondence with colleagues suggests that similar observations/concerns have been noted at another institution. Medwatch forms regarding the device have previously been submitted by the other institution.